Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The healthcare provider reported that the patient had an MRI and the pump logs showed that the pump motor had stalled and critical alarm for the pump duration exceeding 48 hours. The caller confirmed a motor stall recovery had occurred today and the pump was refilled.